Event description:
Report received from the USA, stating that the device has an "air leak". The facility thought that they were "losing pressure." It was unk if the device was used during surgery. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).